Event description:
The hcp reported that the pump was removed due to "battery depletion" after an implant duration of 76 months. During surgery, it was discovered that the catheter access port and the catheter had detached from the pump. The pt "had little response from meds for a while." The pt was receiving baclofen via the drug delivery system.